Manufacturer narrative:
Other, other text: returned device was received with float switch was stained, enclosure was stained at water tank, both covers were cracked and marked, heater did not pass electrical testing and line cord was worn. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical level 1 fluid warmer was failing overtemp test. No patient involvement.